Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the total laparoscopic hysterectomy surgery, the physician and I noticed that the device suture disconnected from the needle on two separate occasions. She had to use a third suture to complete the case. This happened during the passes through the vaginal cuff. Current patient status is okay.